Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they lost retention control over the weekend. The patient noted the last time they felt stimulation if really hurt. The caller was walked through how to increase stimulation, the patient was able to increase, and they were feeling it comfortably. The caller was redirected to their healthcare provider if their symptoms continued. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not getting symptom relief and would like to increase stimulation. The patient and their spouse were assisted with how to use the communicator and handset to connect to the implant and they were able to adjust the setting to 3.0v on program 3. The patient was advised to monitor their symptoms and consult with their healthcare provider. On (B)(6) 2019, it was reported that they were having the same issue. Since they changed to 3.0v during the last call it hadn¿t helped, and they were still going through diapers like mad and they didn¿t know what to do. The patient was helped with the controller and the patient reported the therapy was off. The patient turned stimulation on and stated it was at 3.4v. It was reviewed that they might have accidentally turned stimulation off and the patient stated it was possible that they accidentally did. Now that stimulation was on the patient was advised to try that setting and see if it helped their symptoms. The patient called back the same day to ask if the stimulation was still on even though the handset and communicator are not. The information was reviewed. On (B)(6) 2019 the patient called back asking how to adjust. The patient adjusted to 3.6v with assistance. On (B)(6) 2019, the patient reported their urinary symptoms have not improved since implant and they were asking how to use the handset. The patient noted that they met with the healthcare provider (hcp) the week prior and was instructed to increase. After the call center reviewed how to use handset and communicator, they were able to increase settings. As a result of what was reported, the patient will see if the problem is resolved. Seven days later, patient called back reporting uncomfortable stimulation at 0.5v on program 4. They added that they were feeling stimulation near their hip and it was a "little painful twinge". During the call, therapy was conformed on, but the issue wasn't resolved after stimulation was decreased so they were changed to program 5. The patient noted thy were feeling stimulation comfortably at 1.0v and suggested following up with their hcp regarding the program change. On (B)(6) 2019, it was reported that the patient was leaking more often and, when they got to the commode, was unable to void. It was noted they needed to use a heating pad for a couple of days. It was noted that the patient was implanted for urge incontinence. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that patient continue to have urinary symptoms and noted they seem to be getting worse. Caller clarified the urinary symptoms are continuous urinary leaking, and bladder not emptying and having to turn a valve on his scrotum to finish emptying. Caller reviewed his bowel has improved since implant, but urinary symptom was the trouble he has. During the call patient started on p5, 1.0 stimulation on, increased to 1.3 and felt stimulation comfortably with assistance from rep. Patient reported following the uncomfortable stimulation (turning it up so high) reported in previous call, and he had to put a hot pad for the pain on his back for a few days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that he has been "having trouble with retention started in july when the whole town got sick, like 1500 of us got sick" ((B)(6) 2019). The reported loss of therapy. Patient stated he knows how to use controller, and is currently at 2.2v and doesn't feel stimulation. After this call, he will raise stimulation to a level where he feels stimulation and try that setting.